Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a pump replacement, the patient experienced withdrawal. At the time that the event was reported, the patient was responsive, but sleepy. The patient also had muscle spasms and pruritus. The manufacturer's representative read the logs and they showed the device was updated 10:48 and 11:32. The log also showed that a bolus was in progress at 14:29. Please see manufacturer report (B)(4) for the events prior to replacement. The drug in the pump at the time of the event was not known. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.